Event description:
The physician attempted to implant a 2.25 mm x 14 mm endeavor resolute drug-eluting stent to treat a lesion in the rca. Pre-dilation activities were performed in the target vessel. Difficulties were encountered delivering the device due to the tortuosity and calcification of the vessel. During the attempt to advance the device past the proximal part of the vessel, the stent dislodged from the delivery system and migrated to the aorta. An attempt was made to retrieve the dislodged stent, however, it could not be localized and it disappeared into the circulatory system. The patient is reported to be stable and under observation. Cine image evaluation: procedural images provided for review show multiple angiographic views of the right and left coronary vessels were taken. The mid and distal rca were pre-dilated prior to the pre-dilation of the proximal rca. The pre-dilatation was followed by the attempted delivery of a stent to the proximal rca. Initial images show the stent positioned as per specification between the inner shaft marker bands on the balloon. Further images appear to show that the proximal end of the stent has been damaged and bunched up towards the mid-section of the balloon/stent. Based on the type of damage seen in a magnified image of the stent; it appears most likely that the proximal end of the stent hit off the tip of the guide catheter resulting in the damage to the stent. Unsuccessful retrieval attempts of the dislodged stent were evident on the images provided. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (failure to deliver the stent, stent embolism). Patient's condition affected effectiveness of device (tortuous and calcified vessel morphology resulted in stent positioning difficulties). Caused by another drug/device (root cause of stent dislodgement most likely due to the proximal end of the stent hitting off the tip of the guide catheter, resulting in the damage to the stent). Conclusions: known inherent risk of procedure (failure to deliver the stent, stent embolism). Device failure/lack of effectiveness related to patient condition (tortuous and calcified vessel morphology resulted in stent positioning difficulties). Another device caused failure (root cause of stent dislodgement most likely due to the proximal end of the stent hitting off the tip of the guide catheter, resulting in the damage to the stent).